Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Updated fields: h2, h6, h11. The device was not returned for evaluation and the customer's allegation could not be confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the performance of this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic cystoscopy with retrograde procedure that two subject devices failed. The first fiber was snapped in half. They did not know it was broken in half until they used it. It was later reported the laser was coming out of the side. The second laser fiber would not calibrate. A third fiber was used and it worked. They were able to complete the procedure with an olympus back-up device. There were no report of patient harm.